Event description:
It was reported by the physician that the balloon burst during a thrombectomy procedure. Additional info received by the sales rep on 8/26/2009 stated a declot procedure was being performed when the balloon burst. Reference MDR #9680794-2009-00048 for second event involving same pt.

Manufacturer narrative:
(B) (4). Sample will not be returned for eval.